Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in a ramus branch. A 2.25 x 38 synergy ii drug-eluting stent was advanced with the use of a non-bsc guide extension catheter to treat the lesion. However, when the physician attempted to pull the undeployed stent back through the guide extension catheter to make an adjustment, the stent came off the balloon. The undeployed stent was crushed against the wall of the ramus and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.